Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed, as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a patient of unknown age, gender and ethnicity. The patient was taking insulin lispro (rdna origin) (humalog) cartridges, via a humapen ergo ii with the route, frequency, indication for use, and start date not provided. On an unspecified date, the device broke. It was reported that cartridge was changed, but the problem with the device persisted. The injection screw of the device did not move, even though the dose selector knob could be turned. When it was pressed, nothing happened. We performed an unlocking test, but the injection screw continued without moving. This device was associated with product complaint (B)(4)/lot number 2405d02. The operator of the device was the patient's father and training status was unknown. The duration of use for the device model was six months. The device is not returned to manufacturer. Edit 05nov2025: causality as reported was updated from "not reported" to "device nhcp". No other information was received or updated. Edit 05-nov-2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 17dec2025 in the b.5. Field. No further follow-up is planned. Evaluation summary a male patient's father reported his son, age unknown, has used the "humapen ergo ii for 6 months and the device broke. He explained that he changed the cartridge of humalog but the problem with the device persists. He reported that the injection screw of the device is not moving, even though he can turn the dose selector knob, when it is pressed, nothing happens." No adverse event reported. Photographs were provided, however the device was not returned to the manufacturer for investigation (batch 2405d02, manufactured may 2024). The patient successfully used the device for 6 months and therefore does not meet the definition of humapen ergo ii missing drive clutch (cirm). The complaint cannot be attributed to the reportable malfunction of a missing drive clutch. The cause of the reported malfunction is unknown (not a cirm).

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a patient of unknown age, gender and ethnicity. The patient was taking insulin lispro (rdna origin) (humalog) cartridges, via a humapen ergo ii with the route, frequency, indication for use, and start date not provided. On an unspecified date, the device broke. It was reported that cartridge was changed, but the problem with the device persisted. The injection screw of the device did not move, even though the dose selector knob could be turned. When it was pressed, nothing happened. We performed an unlocking test, but the injection screw continued without moving. This device was associated with product complaint (B)(4)/lot number 2405d02. The operator of the device was the patient's father and training status was unknown. The duration of use for the device model was six months. The device is not returned to manufacturer. Edit 05nov2025: causality as reported was updated from "not reported" to "device nhcp". No other information was received or updated. Edit 05-nov-2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 26nov2025: additional information was received from the global product complaint database on 21nov2025. As a device specific safety summary was not provided, the malfunction and malfunction type were not updated to no at this time for (B)(4) associated with lot 2405d02 of humapen ergo ii device. No new information was added to the case. Update 17dec2025: additional information received on 17dec2025 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, malfunction type from cirm to not cirm and device return status to not returned to manufacturer. Corresponding fields and narrative updated accordingly.